Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed the report of flow values dropping to 0 liters per minute (lpm). A specific cause for the drop in flow, as well as a direct correlation between the centrimag blood pump and the reported seizure, could not be conclusively determined through this evaluation. A log file was submitted from the centrimag console and data from the reported event date of 12dec2025 was reviewed. At 19:55:27 on 12dec2025, an f3: flow below minimum alarm was observed, followed by the patient¿s flow values dropping to below 1 lpm, consistent with the timing of the reported event. The patient¿s flow value increased to approximately 2.1 ¿ 2.4 lpm at 20:14:10 on 12dec2025. Throughout the remainder of the data, the patient¿s flow values were observed to range from approximately 0.5 ¿ 3.0 lpm, and several more f3 alarms were intermittently observed when the flow value fluctuated below the alarm threshold. The set speed was unaffected by the fluctuating flow values throughout the data. The f3 alarms resolved after the patient¿s flow stabilized, and no other notable events were observed. Centrimag blood pump, lot number l08167-la8, was not returned for evaluation. Review of the device history record (DHR) for the centrimag blood pump, lot #l08167-la8, revealed no deviations from manufacturing or quality assurance specifications. The centrimag blood pump instructions for use (IFU) (rev. C) is currently available. The IFU lists neurological dysfunction as an adverse event that may be associated with the centrimag circulatory support system. The IFU also provides the following warnings and cautions: IFU warning #10: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. The centrimag operating manual (rev. E) is currently available. Section 12.1 entitled "appendix I ¿ console alarms and alerts" in this IFU contains a list of console alarms and alerts, including the f2 and f3 flow alerts, as well as appropriate operator response to these events. The current revisions of the IFU and operation manual can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received on 16jan2026 stated the patient was stable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section a3: patient gender was not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files was requested for review specifically for (B)(6) 2025 around 20:30 to 23:00. The site was concerned if the patient still had any flow on each ventricular assist device (vad). Review of the data logger showed no flow at 19:55 to 20:14 on both consoles. The monitor appeared to be on the same date but 1 hour 5 minutes behind current time. The patient was on a centrimag biventricular assist device (bivad). The right ventricular assist device (rvad) was first affected, then the left ventricular assist device (lvad) where the flows went to zero and flow below minimum alarms on rvad then lvad. The patient started seizing at 21:14 and cardiopulmonary resuscitation (CPR) was started. The patient was intubated at 21:32. Flows and support were recovered. The patient was able to sit up and was nonverbal at the time. The patient had remained on the same equipment.